Manufacturer narrative:
Patient age not available from the site. UDI not available for this system at time of filing. The system was not evaluated as the issue was caused by a workflow technique error. Device manufacturing date not available. The event reported in this 3500a also represents a potential accidental radiation occurrence (aro) per 21 cfr 1002.20(a). Per 21 cfr 1002.20(c), this event is being reported under part 803. Supplemental aro information is as follows: number of persons exposed: 1 number of persons adversely affected: 0 actions taken to control, correct, or eliminate: no defect in an electronic product or failure to comply per 21 cfr 1003 was discovered. The investigation concluded the issue was due to workflow technique or error. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used for a sacroiliac and thoracolumbar procedure. It was reported the site acquired an image using the system but did not realize the imaging system and navigation system were not communicating at the time which resulted in a non-navigated image. The surgeon chose to abort navigation and instead of acquiring another image. This issue occurred intraoperatively and did not cause any surgical delay. There was no reported impact on patient outcome.